Manufacturer narrative:
Concomitant medical products: product ID 8637-40, serial# (B)(4), implanted: (B)(6) 2012, product type: pump. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) and a consumer via a company representative regarding a patient receiving morphine (unknown concentration and dose) via an implantable infusion pump. Indications for use included spinal pain. It was reported that the patient had a loss of therapy after her refill. The patient woke up a couple mornings later (after the refill) and felt something was "off." A rotor/dye study was done on (B)(6) 2015, but the rotor did not seem to have moved at all. They were unable to aspirate the catheter but the hcp felt the patient could handle the bolus so they proceeded with the rotor study only. The hcp waited closer to 4 minutes before imaging the rotor. There was no volume discrepancy known, but the volume was not checked on (B)(6) 2015. The reporter was not concerned about the drug as a possible cause to the patient's change in therapy, and they were looking at the catheter. The hcp may go in to assess the catheter and possibly replace it. The reporter was to follow up with the hcp. The event date was unknown. No specific symptoms, cause of the issues, actions/interventions or outcome were reported regarding this event. Fur ther follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the manufacturing representative indicating that the patient was scheduled and had a catheter replacement on (B)(6) 2016. It was noted that upon opening the patient they discovered that the patient was a twiddler and had wound their pump so many times around that the catheter finally caught on a suture and kinked the catheter. The issue was fixed without implanting any additional products. No further information was provided for the event.